Event description:
Pt ureteral stent broke off at vesicoureteral junction during endoscopic extraction in rptr's office. This necessitated general anesthesia and left ureteroscopy with extraction of upper portion of ureteral stent.